Event description:
My stelo (continuous glucose monitoring by dexcom) stopped working on day 9 (of 14). It happens that for stelo dexcom only has service via a bot, which was not helpful. I joined a stelo facebook group and learned that numerous people have the same problem (although a few said that via the bot they informed the problem and received a replacement right away). From my point of view the simple fact that so many of us are reporting on devices that stop working without a good reason reflects on the quality of the product (which is quite expensive, (B)(6) for a box of two devices).